Event description:
The reporter contacted animas on (B)(6) 2012 stating that the keypad buttons were unresponsive after water exposure. The reporter denied damage to the keypad or moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): testing was unable to confirm the complaint of unresponsive keypad buttons.all butons were responsive. There was no visible damage to keypad. A tear on the bolus button was noted, and the pump failed the leak test at the bolus button.